Manufacturer narrative:
H2: this event was determined to be a duplicate of a case reported under: 1038671-2023-00965.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 4889713, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 4804237, 315-35-00 - glnd kwire. 4917471, 315-35-00 - glnd kwire. 5092937, 320-10-00 - equinoxe reverse tray adapter plate tray +0. .5014300, 320-15-04 - rs glenoid plate post aug, 8 deg, right. 4957307, 320-15-05 - eq rev locking screw. 5075494, 320-20-00 - eq reverse torque defining screw kit. 4988872, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 5012648, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 4550033, 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. 5091619, 320-38-03 - equinoxe reverse 38mm humeral liner +2.5. 8011017076, a10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2018. The patient was revised on (B)(6) 2023 due to instability. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.